Manufacturer narrative:
As reported, optifix straight fixation device did not fixate and deployed broken fastener. Evaluation of the sample finds for significantly bent guide wire and backup tabs. The reported failure to fixate and found broken fastener are known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated

Event description:
As reported, during a intraperitoneal onlay mesh repair (ipom), optifix straight fixation device was used to fixate the mesh. It was reported that after ten fasteners were fixated, the fasteners failed to fixate. It was also reported that when the surgeon dry fired the device, deployed "twisted and half-shot" fasteners. The procedure was completed by attempting few stitches with non-bard/davol device. There was no reported patient injury.